Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "granulomatous chronic inflammatory reaction¿, cyst, and calcification. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event and device information has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, simple cysts and benign calcifications. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, "granulomatous chronic inflammatory reaction¿, cyst, and calcification. The device has been explanted.